Event description:
Customer reported that a pyxis anesthesia es system's biometric scanner would not allow user access to the device without a witness. Customer reported patient's condition as airway obstructed during an esophagogastroduodenoscopy. Customer stated that ephedrine was required to coat the patient's nasal airway to help prevent nosebleed during possible intubation. User reported successfully inserted a laryngeal mask airway to reoxygenate the patient. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system's biometric scanner would not allow user access to the device without a witness. Customer reported patient's condition as airway obstructed during an esophagogastroduodenoscopy. Customer stated that ephedrine was required to coat the patient's nasal airway to help prevent nosebleed during possible intubation. User reported successfully inserted a laryngeal mask airway to reoxygenate the patient. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and could not replicate reported biometric scanner issues. The field service engineer suspected user error during authentication event. The field service engineer noted that a pacemaker reset magnet was located on the right sight of the device potentially impacting the device's drawers. Device was tested and confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system's biometric scanner would not allow user access to the device without a witness. Customer reported patient's condition as airway obstructed during an esophagogastroduodenoscopy. Customer stated that ephedrine was required to coat the patient's nasal airway to help prevent nosebleed during possible intubation. User reported successfully inserted a laryngeal mask airway to reoxygenate the patient. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric scanner was not allow user access to the device without a witness. Unable to duplicate problems with the bio ID. The field service technician reset the storage location of the pacemaker magnet on the right side of pas unit for both stations to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.